Event description:
Customer reported that the sensor got split in half. Customer stated that on the 4th day of wearing the sensor it started to itch; she removed it and it was bent three times and split. Customer inserts in abdomen and has no scar tissue. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used enlite sensor and performed visual inspection and failed per specifications. Found cannula bent.